Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump had an error alarm. No further info was provided.